Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one used needle suture piece were received for analysis. Product code 8412. During visual inspection of the returned sample, crimping tools marks were noted on the body needle. The suture was examined and fraying suture near to the end was noted. The end suture was noted to be cut, likely by a surgical instrument. Per the conditions of the returned sample the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one used needle suture piece were received for analysis. Product code 8412. During visual inspection of the returned sample, crimping tools marks were noted on the body needle. The suture was examined and fraying suture near to the end was noted. The end suture was noted to be cut, likely by a surgical instrument. Per the conditions of the returned sample the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Did this event contribute to any patient adverse event? If yes, please explain. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Her hypothesis is that in a four layer repair, suturing becomes effectively blind after the first layer, which may increase the risk of suture-on-suture abrasion. Particularly when a single continuous suture is used. She also noted the loss of auditory and tactile feedback compared with steel sutures, as polypropylene contact is silent and provides less sensory friction. Therefore, it's possible that prolene fraying at shouldice is related to technique change and material interaction rather than a manufacturing defect. Surgeons are receptive to collaborative review. Covidien offered a suturing course to teach them how to suture which was not received well. Once we complete our investigation perhaps, we can have a discussion framed around material science (steel vs polypropylene) and product behavior. I wanted to share additional insights from my visit to (please refer to the attached mail) yesterday, building on monday¿s discussion with. The (please refer to the attached mail) technique is a four layer, tension based hernia repair, historically performed with steel sutures. The hospital transitioned to polypropylene sutures (surgipro first, now prolene) approximately three months ago. Typically, one continuous steel suture was used to complete all four layers so that technique has been adapted with the prolene: run from the pubic tubercle laterally toward the asis (layer 1) back to the pubic tubercle (layer 2) a second pass from tubercle to asis and back to complete layers 3 and 4 the surgeon I spoke with has modified her approach by using 2 prolene sutures (one for layers 1¿2 and a second for layers 3¿4) to reduce mechanical stress on a single strand. She had one instance of prolene fraying which occurred on march 13 (B)(4). Fraying was observed ~¾ along the suture no instruments were applied at the frayed area, with minimal handling reported the suture was removed and the repair restarted. The surgeon noted that surgipro had visible fraying and surface roughness straight out of the package, whereas prolene appeared smooth initially, with fraying developing only during suturing. Suggesting to her it's a mechanical or procedural cause rather than an out of box defect. Her hypothesis is that in a four layer repair, suturing becomes effectively blind after the first layer, which may increase the risk of suture-on-suture abrasion. Particularly when a single continuous suture is used. She also noted the loss of auditory and tactile feedback compared with steel sutures, as polypropylene contact is silent and provides less sensory friction. Therefore, it's possible that prolene fraying at shouldice is related to technique change and material interaction rather than a manufacturing defect. Surgeons are receptive to collaborative review. Covidien offered a suturing course to teach them how to suture which was not received well. Once we complete our investigation perhaps, we can have a discussion framed around material science (steel vs polypropylene) and product behavior. Is it possible to have our engineers or quality team attempt a four layer suture line to see if they can replicate the outcomes (please refer to the attached mail) is seeing?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, broken thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 medical device problem code